Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the adhered material could not be further identified. It is presumed that there is a possibility that reprocessing was incorrect and insufficient based on the result of confirmation with the initiating party. It is suggested that the user facility inspect the device prior to use and on a regular basis continuously. It is furthermore suggested that the user facility check the handling environment of the device after reviewing the reprocessing manual ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A loaner was sent to the user facility. In communication with the facility, it was conveyed that the scope has been cleaned and and disinfected with a cleaning and disinfecting device (oer-5), but it is still dirty. According to the report, the washer-disinfector channel pressure was normal. There were no problems with the wash tube either. The facility conveyed that "there is something that is not sure "whether it is red rust or blood inside the air/water supply cylinder" of the scope. Photo of the subject device with the suspected dirt was provided. The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported after cleaning and disinfecting the device using the oer-5 (scope reprocessor machine), according to the reporter, "dirt" adhesion was confirmed on the suction cylinder part " of the scope. The issue found during maintenance. There was no patient harm, no user injury reported due to the event. There is no patient infection associated on this reported event. This event includes 5 reports: report with patient identifier (B)(6) (gif-xp290n, sn (B)(4). Report with patient identifier (B)(6) (gif-q260j, sn (B)(4). Report with patient identifier (B)(6) (pcf-h290zi, sn (B)(4). Report with patient identifier (B)(6) (bf-p240, sn (B)(4). Report with patient identifier (B)(6) (gif-q260j, sn (B)(4). This report is for report with patient identifier (B)(6) pcf-h290zi, sn (B)(4).